Manufacturer narrative:
The correct date of event/therapy is (B)(6) 2018. Initially reported as (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of an unspecified access set, liquid was pooling around the unspecified chemotherapy biohazard bag. Customer was preparing to hang dexamethasone and preparing rituximab when the event was observed. It was further reported that the source of leak was a punctured tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.